Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke. The physician continued to use the remaining fiber and was able to complete the case. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke. The physician continued to use the remaining fiber and was able to complete the case. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken into three pieces. The first piece measured approximately 48 cm from the top of the connector to the break. The fiber was kinked. The second piece measured approximately 38.5 cm from break to break. There was a burn mark at one break indicating that the fiber misfired. The fiber was kinked. The third piece measured approximately 226.5 cm from the break and includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue.